Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects, due to wear of the zoom lever the water tightness was lost, there was air water leakage from the body control unit, due to deformation on the bending tube the angulation skipped during angulation in the up down directions, the connecting tube had a wrinkle, the control unit was dirty due to water leakage, the adhesive on the bending section cover had a chip, due to damage switch 1 did not work. The following each had a scratch; the connecting tube, the plastic distal end cover, forceps elevator knob, right left knob, switch box, forceps elevator lever. The following were each found to be peeling: the adhesive around the light guide lens, the adhesive around the objective lens, and the paint on the scope cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had water leaking from the angle knob. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. States the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.